Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9811 apollorf¿ mp90, aspirating ablator, 90° batch number 66840988, was received for investigation. Functional testing with synergy rf found that after the devices' memory cleared, the device is not responding. Visual evaluation did not find issues or damage to aspirating probe ceramic face. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported on 12/15/2022 by a sales representative via sems that an ar-9811 apollo probe is damaged non-specifically. Case involvement, no patient effect. Additional information requested